Manufacturer narrative:
Although it was noted that the surgeon did not believe the device caused or contributed to the pt's death, an investigation was still carried out. The investigation was somewhat inconclusive. Although it was found that the device could not program due to interference from biological debris in the programming mechanism, there was normal flow when the valve and catheter were irrigated. No defects in the components examined were noted and the device manufacturing records did not reveal any discrepancies when reviewed. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the pt died of pneumonia. Before the pt died, it was noted through MRI that the ventricles of the pt's brain became large. As a result the surgeon removed the valve from the pt after death and requested investigation. The surgeon does not believe the device caused or contributed to the pt's death.